Event description:
It was reported that the s2 drill was being used in a procedure when it was jumping while cutting the bone and also overheated. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was given preventative maintenance, cleaned, lubricated, and adjusted prior to returning it to the user facility.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Event description:
It was reported that the s2 drill was being used in a procedure when it was jumping while cutting the bone and also overheated. There were no patient or user injuries, and no adverse consequences.